Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated the alarm would occur when attempting to fill the reservoir and priming. The customer also stated they would have use two to three infusion sets before they could deliver insulin to their body. The customer's blood glucose was 150 mg/dl at the time of incident. The customer was unable to troubleshoot at the time of the call. It was also reported the customer had a high of 400 mg/dl due to a no delivery alarm. The customer declined to return the insulin pump for analysis.